Event description:
Customer reported, the system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and mother board. System operates as intended.